Event description:
I had to have a polypropylene mesh implanted into my chest wall after having a tumor removed. Since implantation I am suffering from constant pain due to the mesh. Permanent sutures are also protruding to skin surface and catching with any arm movement.